Event description:
Machine failed ultrafiltration (uf) test 3x. The gambro technical svcs (gts) rep found that the uf 'cca" was not receiving the signal from the uf pump due to a loose connection between the uf pump and the uf "cca". The connection was retightened. No pt involvement was reported.